Manufacturer narrative:
The reported events of failure to capture, failure to sense, low pacing impedance, break, and failure to disconnect. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, failure to sense, low pacing impedance, and break were confirmed. Visual inspection of the lead revealed procedural damage to the insulation and coils in the middle region. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths consistent with procedural damage. The cause of the reported events of failure to capture, failure to sense, low pacing lead impedance, and lead damage was isolated to procedural damage. The reported event failure to remove the lead from the header was not confirmed. The lead could be inserted and removed from the device without difficulty.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited low pacing impedance, failure to capture, and failure to sense. The physician tried to remove the atrial lead but was unable to remove it from the header of the pacemaker. When the atrial lead was finally removed, the physician noted that the lead was broken. The pacemaker and the atrial lead were not used and were replaced during the procedure. The patient was stable throughout.